Event description:
Discordant advia 1800 glucose results were obtained for one pt. The results were reported to a physician who sent the pt to the emergency dept. The glucose test was repeated in the emergency dept and a corrected report was issued. There was no report of pt intervention or adverse health consequences due to the discordant advia 1800 glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. Analysis of the instrument and instrument data indicates that the cause for the discrepant glucose results was due to the sampling and reagent wash pump. The pump was replaced. Additionally solenoid valves for r1 and r2 were replaced as well as both mixer wash valves. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.